Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer is requesting a letter about therapy capacitor life span compared to it's predecessor defibrillator model. Further information was that the capacitor for this device had failed and needed to be replaced. There was no reported patient involvement.

Manufacturer narrative:
The device was evaluated by the customer's biomedical engineer. The reported issue was confirmed by him and traced to a faulty therapy capacitor. The customer replaced the therapy capacitor, this specific part is not sent back to the lab for failure analysis.